Manufacturer narrative:
No product malfunction was alleged and device was returned to nuvasive for evaluation, no radiographs were provided so the complaint could not be confirmed. Review of the reported event identified post procedure the patient presented with dysphasia confirmed by eat-10 testing that increased over the next 6 months. Although a root definitive root cause could not be determined dysphagia is a well-known complication of anterior cervical discectomy fusion procedures and likely the body's response to surgical trauma (swelling) and or anatomical interference resulting from implant selection and swelling. The patient received no treatment, and no additional investigation is required at this time. Should additional information be provided an addition report will be filed no product malfunction was reported or identified.. Labeling review: "potential adverse events and complications...potential risks identified with the use of this system, which may require additional surgery, include...neurological, vascular or visceral injury...metal sensitivity or allergic reaction to a foreign body...pain, discomfort or abnormal sensations due to the presence of the device, nerve damage due to surgical trauma..." "Warnings, cautions and precautions...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...based upon the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc, which may impact the performance of the system..." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at +1-800-475-9131. You may also email: info@nuvasive.com..." 9400042-en f-2023-05

Event description:
The event was identified during a review of the pmcf acp study, the report identified that on (B)(6) 2024 a patient underwent a four level anterior cervical discectomy fusion procedure at c3/4, c4/5, c5/6 and c6/7 with a four level anterior cervical plate fixation. The eat-10 score was noted at pre-op was zero. Patient's eat-10 at 24 hours after surgery was a 7. Eat-10 score at 6 week follow up was 2. Eat-10 score is now 13 at 3 month follow up. On (B)(6) 2024 eat 10 score at 6 month follow up is 15 and considered a complication. No treatment has been provided and patient monitoring will continue.